Manufacturer narrative:
The patient underwent mesh implantation concurrently with vaginal extra peritoneal colpopexy and anterior colporrhaphy, aspiration of bladder with insertion of suprapubic catheter, and cystourethroscopy on (B)(6) 2006 due to pelvic organ prolapse. It was reported that due to urinary retention and mesh erosion, patient underwent sling revision on (B)(6) 2007 and removal in (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure in order to treat a pelvic organ prolapse on (B)(6) 2006 and mesh was implanted. The patient underwent the concurrent procedures of a vaginal extra peritoneal colpopexy, anterior colporrhaphy, aspiration of bladder with insertion of suprapubic catheter, and cystourethroscopy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh revision on (B)(6) 2007 due to urinary retention and mesh erosion. It was reported that the patient underwent mesh revision, urethrolysis of mesh, and cystoscopy on (B)(6) 2007. The patient underwent mesh excision on (B)(6) 2007 and mesh removal in (B)(6) 2012. No additional information was provided. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07761. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2006 and a sling was implanted. The date the sling was implanted was not clarified. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07761, the same patient is represented in each medwatch.